Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('hardly ever stopped bleeding after essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), cervicitis ("chronic cervicitis"), fatigue ("chronic fatigue"), alopecia ("hair loss") and arthralgia ("severe joint pain") and was found to have weight increased ("weight gain 50lb"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, cervicitis, fatigue, alopecia and arthralgia had resolved and the weight increased outcome was unknown. The reporter considered alopecia, arthralgia, cervicitis, fatigue, genital haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('hardly ever stopped bleeding after essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), cervicitis ("chronic cervicitis"), fatigue ("chronic fatigue"), alopecia ("hair loss"), arthralgia ("severe joint pain") and ovarian cyst ("ovaries had cysts") and was found to have weight increased ("weight gain 50lb"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, cervicitis, fatigue, alopecia and arthralgia had resolved, the weight increased was resolving and the ovarian cyst outcome was unknown. The reporter considered alopecia, arthralgia, cervicitis, fatigue, genital haemorrhage, ovarian cyst and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('hardly ever stopped bleeding after essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), cervicitis ("chronic cervicitis"), fatigue ("chronic fatigue"), alopecia ("hair loss"), arthralgia ("severe joint pain") and ovarian cyst ("ovaries had cysts") and was found to have weight increased ("weight gain 50lb"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, cervicitis, fatigue, alopecia and arthralgia had resolved, the weight increased was resolving and the ovarian cyst outcome was unknown. The reporter considered alopecia, arthralgia, cervicitis, fatigue, genital haemorrhage, ovarian cyst and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media : reporter added. Event outcome was updated to recovering for weight increased. On 23-mar-2020: social media received: new event ovaries had cysts were added. New reporter were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.